Manufacturer narrative:
Submit date: 05/15/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the base of needle split while attaching to syringe causing a leakage of vaccination during administration. Clinicians thought that base of needle was thinner than previous needles provided. The child had to be re-vaccinated.